Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had high pacing impedance about four months earlier and an alert was triggered. The current impedance was within normal limits and the trending was also normal. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.